Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal segment of the pipeline (5mm x 30mm) would not open and the device could not be detached. No further information was available. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis because the customer discarded the product involved in the incident; therefore, the event cause could not be determined. (B)(4).

Event description:
Medtronic (covidien) received information that the event happened during a treatment of a severely tortuous, unruptured, fusiform, left middle cerebral artery (mca) aneurysm, using pipeline embolization device (ped). It was reported that pipeline was reported to have failed to open. The device was removed and the patient was treated with coils. No injury was reported. The removed device was discarded at the site. It was reported that the patient is currently in good condition.